Event description:
It was reported on 13 november 2025, that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, effusion and hypotension were noted. Anesthesia support maintained blood pressure stability. Two mitraclips were successfully implanted. The effusion subsequently worsened. Pericardiocentesis was used to resolve effusion and the patient was transferred to the intensive care unit (ICU). Patient is in stable condition. According to the physician, the effusion may have occurred during transeptal puncture and/or dilation with the steerable guide catheter (sgc)/dilator. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported pericardial effusion or hypotension. Based on available information, the reported pericardial effusion appears to be related to procedural conditions. The reported hypotension is a cascading event of the pericardial effusion. A cause for the reported poor imaging could not be conclusively determined. The reported patient effects of pericardial effusion and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.